Event description:
The surgoen was using a fixture mount to place an implant. The surgeon attempted to remove the fixture mount from the implant and the fixture mount was stuck to the implant. During same surgery the implant was removed by the doctor. Pt injury was not reported.